Event description:
On 1/24/97, the facility contacted the MFR and reported that they are having great difficulty with the needle puncturing the skin and traveling through the tissue. The needle is reportedly dull, doesn't slide as easily as the old needle and is not as good. The overall performance is not there and the facility does not want to use this needle anymore; only the MFR's old needles are requested for use.

Manufacturer narrative:
Since the needles were not returned to the MFR for analysis, the MFR's investigation of this event was limited to a review of the device history record and a trend analysis for this catalog/lot number. A review of the device history record was performed on this catalog/lot number and no manufacturing variances were identified in relation to this event. A trend analysis was performed on similar incidents involving this catalog/lot number and no trends have been identified. The MFR's investigation of this event is inconclusive; however, the MFR is in the process fo reintroducing another needle product line based on customer preference and requests conveyed through the MFR's customer service, complaints department, clinical and sales representatives. No further details are available. The MFR is now closing its file on this event.